Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing unknown drug via an implantable pump for non-malignant pain. It was reported that the patient had pump refill last week and ended up in the hospital a couple hours after with symptoms of overdose. It was noted the patient ended up in the intensive care unit (ICU), was given narcan and the pump was programmed to minimum rate. The physician asked for information on how to conduct a roller study. It was reported that the issue could be a pocket fill or partial pocket fill. Technical services reviewed option to check reservoir volume for accuracy as pump should be nearly full from when it was filled last week. The patient was still in the hospital and was sent back to the ICU. The issue was not resolved. Additional information was received from a healthcare provider (hcp) via a company representative (rep) on (B)(6) 2023 indicated regarding the overdose symptoms after a pump refill, it was unknown if there was a device, therapy, or procedure issue. A pocket fill was not confirmed, and roller study was not conducted. The cause of the overdose was unknown. The reservoir was checked on (B)(6) 2023 and had 36cc vs. The expected of 39cc. It was reported the event was resolved. It was unknown if the event was related to the device, therapy, or refill procedure, but it was noted that it was ¿unlikely¿.